Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter, further described as small clear plastic-like pieces, found in an intravia container. This occurred during set up. It was stated that there was a particle free floating and imbedded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is a duplicate of 1416980-2016-18731. All relevant information will be reported in 1416980-2016-18731.